Manufacturer narrative:
Device passed the displacement test. However, pump error 63 alarm during rewind and confirmed in the pump history file due to broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump had a hardware low level failure alarm. The customer¿s blood glucose level was high of 284 mg/dl. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewound. Customer stated that hardware low level failure alarm occurred during rewound. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer was performed displacement test and the test was passed. Customer reported that they did self test and found there was hardware low level failure alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.